Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The reported problem was resolved through troubleshooting assistance provided by olympus technical support via the phone. Through communication/interviews between the user facility and olympus technical support, it was determined the issue was resolved upon replacing the dvi cable. Based on the available information, the likely cause was a faulty cable.

Event description:
A user facility reported to olympus that the device failed to display an image. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation additional information from the legal manufacturer regarding the final investigation. The unit was returned to the service center for evaluation. The customer¿s complaint surrounding a flickering light when the intensity is turned down was confirmed due to a charred led harness. In addition, the unit was equipped with outdated software and the old version main type switch. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: based on the investigation results, the probable causes are shown below: the light emitting time of the led gets shortened by reducing the light intensity. It is inferred that the light emitting time of the led was extremely shorten due to age deterioration of the led blinking control device, causing the endoscopic image flicker.